Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's heart rate lower than that of the programmed lower rate of the implantable pulse generator (ipg). The patient's ipg remains in use. No further patient complications have been reported as a result of this event.